Event description:
Case description: investigation result: name: novopen 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation result updated. Manufacturer's comment updated. Narrative updated with information. Manufacturer's comment: (B)(6) 2017: as the device (novopen 4 ) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported aes are assessed as listed according to the nn current reference safety information on mixtard 50 and novorapid. This single case report is not considered to change the current knowledge of the safety profile of mixtard 50 and novorapid. Continued: evaluation summary: mixtard® 50 penfill® 3 ml 100iu/ml - batch unknown. Novorapid® flexpen® 3 ml 100iu/ml - batch unknown. Novopen® 4 - batch unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose level was too high and had a coma [diabetic hyperglycaemic coma] improper use of novopen 4 and the patient couldn't receive the dose properly [device use error] improper use of novopen 4 and the patient couldn't receive the dose properly [incorrect dose administered by device]. Case description: study ID: 1706-novocare programme study description: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. This serious solicited report from egypt was reported by a consumer as "blood glucose level was too high and had a coma" with an unspecified onset date, "improper use of novopen 4 and the patient couldn't receive the dose properly" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "type 2 diabetes mellitus", mixtard 50 penfill hm(ge) (insulin human) from unknown start date and ongoing due to "type ii diabetes mellitus", novorapid flexpen (insulin aspart) from unknown start date and ongoing due to "type 2 diabetes mellitus". Medical history included type 2 diabetes mellitus (duration unknown), heart problem, oedematous and hypertension. Concomitant medications included - aldactone(spironolactone), burinex(bumetanide), losartan(losartan) and lasix(furosemide). On an unknown date (10 days ago at the time of report), the patient's blood glucose level was too high and she was hospitalized due to coma. It was reported that the patient took another short acting insulin before the lunch 30 iu, but she did not know the name. It was also reported that due to improper usage of novopen 4, the patient couldn't receive the dose properly. Action taken to novopen 4 was not reported. Action taken to mixtard 50 penfill hm(ge) was not reported. Action taken to novorapid flexpen was reported as no change. The outcome for the event "blood glucose level was too high and had a coma" was recovered. The outcome for the event "improper use of novopen 4 and the patient couldn't receive the dose properly" was not reported. Reporter's causality (novopen 4) - blood glucose level was too high and had a coma: possible. Improper use of novopen 4 and the patient couldn't receive the dose properly: possible. Improper use of novopen 4 and the patient couldn't receive the dose properly: possible. Company's causality (novopen 4) - blood glucose level was too high and had a coma: possible. Improper use of novopen 4 and the patient couldn't receive the dose properly: possible. Improper use of novopen 4 and the patient couldn't receive the dose properly: possible. Reporter's causality (mixtard 50 penfill hm(ge)) - blood glucose level was too high and had a coma: unlikely. Improper use of novopen 4 and the patient couldn't receive the dose properly: unknown. Improper use of novopen 4 and the patient couldn't receive the dose properly: unknown. Company's causality (mixtard 50 penfill hm(ge)) - blood glucose level was too high and had a coma: possible. Improper use of novopen 4 and the patient couldn't receive the dose properly: possible. Improper use of novopen 4 and the patient couldn't receive the dose properly: possible. Reporter's causality (novorapid flexpen) - blood glucose level was too high and had a coma: unlikely improper use of novopen 4 and the patient couldn't receive the dose properly: unknown.. Improper use of novopen 4 and the patient couldn't receive the dose properly: unknown. Company's causality (novorapid flexpen) - blood glucose level was too high and had a coma: unlikely improper use of novopen 4 and the patient couldn't receive the dose properly: unlikely. Improper use of novopen 4 and the patient couldn't receive the dose properly: unlikely.